Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately seven months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was admitted with back pain approximately three weeks ago. A scan showed a type ib endoleak. At the time of the index procedure, the physician debated whether to deploy the stent graft at its current location (in somewhat diseased tissue) or come around a very sharp angle and extend further. A seal was obtained at the time of implant so it was decided to land short to minimize the risk of paraplegia. The patient was treated with two valiant stent grafts (B)(4) two days later which were implanted distal end to the initial stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (diseased thoracic aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (diseased thoracic aorta).

Event description:
Additional information was received as follows: valiant captivia (B)(4) was implanted for the proximal type I and a type iii endoleak.